Manufacturer narrative:
The customer representative checked the system (which met specification). However, as a preventive measure, the system was readjusted and cleaned at that time. The clinical application specialist is set to attend the next surgical day to observe cases and then to optimize settings (if need be). The system was confirmed to have met specification. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A physician reported primary incision would not seal on a patient during laser assisted cataract surgery. Sutures were required to close the incision. There was no patient harm. The setting were changed and there were no further issues. There are two related reports for this event. This report addresses the patient initials, (B)(6), and another manufacturer report will be filed for the other patient.